Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately shocked the patient. Additional information was requested and not received.

Event description:
Additional information received indicated that the patient presented in clinic. A device interrogation was performed and revealed that the patient's implantable cardioverter defibrillator (ICD) inappropriately shocked the patient. Programming changes were made. The patient was stable throughout.